Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the patient was still showing up on both the station and the server. The customer reported that the case had been canceled, but the patient continued to appear even after three months. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the user could not dial-in due to their account inactivity. A technical support specialist (tss) investigated the issue and determined that ephi data was not processing correctly. Initial contact with the customer was unsuccessful due to the end of their shift. Tss advised the customer to contact support during normal hours to provide patient details. Review of adt data showed that the patient's cases had been canceled and user were never admitted, resulting in their accounts remaining active on pyxis. Tss confirmed the patients were listed as admitted on the server based on admit messages only. The patients were discharged manually by the customer and authorized case closure. The system functioned as intended after technical support specialist investigated the issue.